Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that when 515111 was attached to an endoxan vial, coring occurred; there was a similar case in (B)(6) 2023, this time assembly fixtures were also used, but coring still occurred.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one protector attached to a vial was returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protector, the protector fit securely to the vial, and the needle on the protector penetrated the vial stopper properly. During our evaluation, a foreign particle was observed inside the vial. Characterization testing was performed and found the particle was similar with material from the protector membrane, although it was not a definitive match. Testing also determined material from the vial stopper was also present. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. The assembly fixture must be used in a slow and consistent motion. Based on the available we are not able to identify a definitive root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
It was reported that when 515111 was attached to an endoxan vial, coring occurred; there was a similar case in (B)(6) 2023, this time assembly fixtures were also used, but coring still occurred.